Event description:
Safety huber administration set was not able to lock out. There was no injury of any sort.

Manufacturer narrative:
Four devices (lot and catalog numbers unknown) were the subject of complaints. The malfunction was an incomplete safety mechanism lockout. Adhesive on needle/sleeve was confirmed. Customer suggests potential lots involved may be d727604, d722118, d717031 and d717033. All were manufactured prior to nov. 16, 2007 - the date at which improvements were made to mitigate this occurrence. There was no injury of any sort.